Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-calcified lesion located in the circumflex artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred during positioning due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. The procedure was completed using a medtronic product.

Manufacturer narrative:
Device analysis: there were two kinks on the catheter 41.2cm and 87.3cm distal to the strain relief. The stent was positioned on the balloon between the marker bands but was not meeting specification due to deformed stent struts at the proximal and distal end. Deformation was evident to the 1st, 14th, and 15th distal stent wraps with struts raised, bunched and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.